Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient presented with the following pre-operative diagnosis: low back pain, lumbar radiculopathy. She underwent the following procedures: l4 far lateral decompressive laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. Redo right l5 laminectomy, medial facetectomy and foraminotomy. Redo left l5 laminectomy, medial facetectomy and foraminotomy. Redo s1 laminectomy, medial facetectomy and foraminotomy. Redo left s1 laminectomy, medial facetectomy and foraminotomy. Posterior lumbar interbody fusion l4-l5, l5-s1. Posterolateral arthrodesis l4-l5 and l5-s1. Placement of prosthetic device l4-l5, l5-s1. Pedicle screw fixation using the spine screws, MRI-compatible, l4, l5 and s1. Placement of autograft morselized bone harvesting with bone morphogenic protein and posterolateral arthrodesis l4, l5 and s1. Use of navigation system. Use of intraoperative microscope. Use of ebi bone stimulator. Clinical history: she was noticed to have increasing pain and right s1 weakness. She had a discogram which showed positive concordant pain at l4-l5, l5-s1. She presented with right plantar flexion weakness at this time. As per op notes, ¿¿ we drilled superior facet of l5 down the ligamentum flavum. Ligament was resected. Traversing exiting nerve roots were identified. Epidural vessels were bipolared. A 15 blade was used. Pli shavers were used and prosthetic devices were placed bilaterally. The interbody arthrodesis was completed with bone morphogenic protein and harvested autograft. We turned our attention to l5-s1¿ prosthetic devices were placed bilaterally in order to reconstruct disk height. Once that was completed, the interbody arthrodesis was completed using bone morphogenic protein and harvested autograft¿ 7.0x45 mm screws were placed bilaterally at l4-l5 and 7.0x40 mm screws were placed bilaterally at s1. Two rods were contoured into place. Set caps were used and were torqued to the appropriate level. Two x10 cross connectors were also used and torqued to the appropriate level. The posterolateral arthrodesis was completed using the ebi bone simulator, bone morphogenic protein, harvested autograft and genex¿ the patient tolerated the procedure without difficulty.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.